Event description:
It was reported that the patient presented in clinic with some discomfort. Small pocket erosion had developed at the healed incision site. The system was explanted. The leads tested positive for a bacterial infection. The patient was fine post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.